Manufacturer narrative:
This lead remained implanted and in service. The high thresholds was determined to be due to a dislodgement and the issue was resolved by increasing output and pulse width. The lead was explanted over seven years later due to unrelated issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description boston scientific (formerly guidant) received information that this coronary sinus lead measured elevated thresholds in all configurations, during an implantation procedure. No adverse patient effects were reported.